Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the first package contained 9 instead of a 10 count of gauze, and the second pack with the same lot number contained 11 instead of 10.

Manufacturer narrative:
The device was not received for evaluation however a corrective and preventive action has been initiated to address the reported issue.